Event description:
It was reported that the customer received excessive no delivery alarms. It was also mentioned that there is a blue line across the display, and now they have difficulty fully read the screen. Customer's blood glucose level at the time 130mg/dl. Partial troubleshooting occurred, due to the customer not being able to read the display. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Displacement test, prime test, and excessive no delivery test were not performed due to bleeding and cracked glass on lcd board. The insulin pump had minor scratches on lcd window, scratches on reservoir tube window, and corroded battery tube.